Event description:
The user facility reported that during a therapeutic colonoscopy to remove a pedunculated polyp, the pt experienced serious bleeding. The user facility reportedly utilized non-olympus clips to stop the bleeding. The pt's current condition is unk. The user facility provided very limited info regarding the reported event.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The cause of the pt's outcome cannot be conclusively determined at this time. Olympus representatives visited the user facility immediately following the event to investigate, and the device was found functioning properly. In-service training has been provided to the user facility personnel. If significant info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.